Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an infection. Specific symptoms of infection were not reported. Pump explant surgery was planned. Additional information has been requested, but was not available as of the date of this report.